Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and it was found to have a severely bent grip, causing misalignment of the grips. There was a 1,79mm offset at the tips. The gray plastic insulation had come loose a bit from the metal bar at the end. Further evaluation found the force bipolar instrument had a bent grip tang. The probable root cause of a bent grip tang is attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was observed to be misaligned. The procedure was completing as planned with no reported injury.